Event description:
It was reported that, the welding broke on the grasper of the t-handle. It would not grab and was hard to get off flexible nail. The case went fine. It has happened before.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.